Event description:
Event occurred in japan. Damaged haptic after implantation. Confirmed the leading haptic was peeled off after insertion and explanted it. Indicated it might have been weak for the adhesion a little because the haptic and the optic were peeled completely. Explantation date: (B)(6) 2024. Problem code: a0414 - material split, cut or torn.

Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Damaged haptic after implantation is indicated as a potential malfunction related to the iol, as stated under the warnings section of the product's instructions for use (IFU). Py-60ad: pkg-19-251 01 en2.ms2.pypc60adr.20190701(t)_pc-60r, py-60r, pc-60ad, py-60ad, pc60adse, py60adse. Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending device return and completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in (B)(6) . Damaged haptic after implantation. Confirmed the leading haptic was peeled off after insertion and explanted it. Indicated it might have been weak for the adhesion a little because the haptic and the optic were peeled completely. Explantation date: (B)(6) 2024. Problem code: a0414 - material split, cut or torn.

Manufacturer narrative:
This follow-up report #1 emdr is being submitted to FDA for a reportable event that occurred outside the USA. The report includes corrected and additional information not available/included in the initial report. Corrected information: h3 - corrected to yes. Additional information: g6 - type of report - noted as follow-up #1 h2 - type of follow-up - noted for additional information h6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. Appearance check result was consistent to reported information. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6) ; model: py-60ad) we also confirm there were no abnormalities on the loop pull strength testresult of the material lot. (Mat lot no.: syvg-60-01) the dye test result showed the injector tip was properly coated. We could release the re-installed iol from the returned injector without any problems. From our investigation, we confirmed the reported event. The exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.